Event description:
It was reported that pump screen was dark and would not turn on despite multiple attempts to power it on and charge it. There was no adverse impact to the customer¿s blood glucose level. Customer followed technical support instructions to press the power button in different ways, plug pump into known working charger, and wait for startup, but pump display remained off with red light around button, so pump was confirmed in warranty and scheduled for replacement, customer planned to use multiple daily injections as backup insulin therapy, was instructed to place pump in storage mode before returning it with prepaid label, and understood need to re-enter pump settings and reconnect continuous glucose monitor to replacement pump.